Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-70, serial: (B)(4), batch: 2000014686. Product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 17613437. Product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), batch: 19217416. Product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), batch: 19196986.

Event description:
A report was received that the patient had a collection around the ipg site in which needed to be drained due to an infection. The physician administered antibiotics to treat the infection. The patient then decided to have the full system explanted. Patient was stable post operatively.